Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference# 1627487-2019-12722. It was reported that the patient had surgical intervention on (B)(6) 2020, during which the system was explanted and replaced. The issue was resolved and therapy has been restored. This lead is being added due to lead fractured noted. The ipg was electively replaced.

Manufacturer narrative:
Correction: the lot number should have been ab2263 rather than ab2286. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.